Event description:
It was reported that the patient was not able to make adjustment both with or without antenna attached. A loss of therapeutic effect was reported. The event or symptoms occurred the last few days following a fall. She fell last week and hit her head. The day before reported event date the patient was getting no communication screen on programmer and symptoms had returned in the last few days. She changed the batteries the day before reported event date. The patient tried the programmer with and without the antenna while on the call and was getting the no communication question mark. It was noted that the patient did fall the week before reported event date. She felt on her back hitting her head and knees. It was later reported by the healthcare provider that the battery was dead. The patient experienced a loss of therapeutic effect and it was unknown if sudden or gradual. The patient had not recovered and the symptoms were an ongoing issue. It was noted that a new battery was scheduled for 11/10/14. A follow-up report will be made if additional information becomes available.

Event description:
It was later reported that they replaced her old implantable neurostimulator (ins) battery because it depleted and it was replaced "a week ago today".

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3889-28, lot# v467820, implanted: (B)(6) 2010, product type: lead. (B)(4).